Manufacturer narrative:
Follow-up #1 date of submission 11/08/2016-product analysis: the device was returned and evaluated by product analysis on 10/24/2016 with the following findings: the complaint could not be investigated due to an unrelated blank screen issue. Review of the pump¿s black box revealed multiple call service 054 alarms. No damage or defect was observed to the battery compartment or battery cap. The cap was able to secure properly to the pump. No intermittent condition was found to the printed circuit board. A slave-processor failure was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.